Event description:
It was reported that the user experienced an urgent low glucose event with a measured blood glucose of 51 mg/dl while using the ilet bionic pancreas and believed the pump was administering insulin during hypoglycemia, although system data reportedly did not show insulin delivery below range and insulin had been paused for approximately 1.5 hours prior to the event. Symptoms included cold shakes consistent with hypoglycemia. Outcomes included self-treatment with oral glucose tablets and food intake. Investigation included review of device data and user troubleshooting and education. Investigation of this case revealed no evidence of insulin delivery during the low based on the available report and that user overtreatment could trigger resumed insulin delivery per system behavior, though the user disagreed. It was concluded that the hypoglycemic event occurred with cause unclear and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.